Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: d6, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed, and the following was observed: liner fully expanded and distal tip open but torn. All score lines present at the distal tip. Stretching material observed at the axial score line. Provided imagery was evaluated, and the following observations were noted: esheath liner expanded as designed and distal tip opened but torn. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The sheath distal tip torn and difficulty advancing through sheath were confirmed, based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a pre existing investigation and/or by other manufacturing related factors being investigated. Additionally, patient or procedural factors such as challenging anatomy or non coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. These factors may increase resistance during advancement of crimped thv through distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
E1 phone number (B)(6) investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, regarding an implant of a 29mm sapien 3 ultra resilia in aortic position by transfemoral approach. During the procedure, resistance was felt during the insertion of the valve through the 16f esheath plus at the distal tip. The valve did exit the sheath and was successfully implanted. After device removal, it was noted that the distal tip of the sheath was torn. The patient did not suffer any injury and was noted as to be discharged.